Event description:
It was reported difficulty was encountered deploying this biliary stent in the renal artery. During attempted removal of the delivery system and partially deployed stent, the stent deployed in the axillary artery. A cut down procedure was performed to successfully remove the stent without any patient complications. Another stent was successfully placed 10 days later. The patient's condition is good. This device has not been rec'd for eval, therefore no failure analysis is available. This device was used in a non-indicated procedure, renal artery stent placement. Facility believes user technique and/or pt anatomy may have contributed to this event. However, facility is unable to determine the exact cause for this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."